Event description:
Customer called to report that the insulin pump has a partial display with missing segments. It was reported that the insulin pump alarmed low battery. Customer's blood glucose levels were not included in the report. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specifications. No low battery alarms noted during testing. The device had missing segments due to cracked zebra connector at the lcd board. The following cosmetic damage was noted: broken battery cap, minor scratches on the lcd window, cracked case display window corner, and broken belt clip slot.